Event description:
It was reported that the patient was admitted to the hospital 3 months post-operatively to have a closed manipulation performed under anesthesia (operative rom 120 degrees)

Manufacturer narrative:
.